Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose level was 348 mg/dl. Customer stated that he was trying to prime the pump but as soon as the piston hits reservoir, he receives an alarm. Customer tried resetting it several times. Customer will use flex pen. It was explained that during seating, the force sensor did not detect the reservoir. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Insulin pump received with an a33 alarm during the displacement test due to high current draw with the motor. Cracks to the display window, battery tube threads and reservoir tube lip noted.